Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The internal helium tank leaked more than 3psi within 30 minutes. To fix the issue, the fse replaced the fill manifold (0997-00-0565), retested the iabp and no longer leaked helium. All calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The customer returned the removed fill manifold to failure analysis and testing dept. The failure analysis and testing dept. (Fat) received the helium reservoir assembly . The helium reservoir assembly was observed per the cardiosave service manual with visual damage. The failure analysis and testing dept. Could not install the helium reservoir assembly into the cardiosave test fixture and verify the leak as per factory specifications per procedure and the cardiosave service manual. Helium reservoir assembly could not be tested do to user damage. Visual damage to manifold to reservoir fitting /o-ring. Helium reservoir will be held in the nrc per procedure.